Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Adult patient prompt with child pad-pak.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 15th july 2013 and performed to specification up to the 28th august 2016. The device records manual power ups under one minute duration between the 30th august 2016 and the 5th september 2016. The device technical log records all power ups as being in adult patient mode. The returned pad-pak was installed and the device passed a self-test. No warnings were given at shutdown and the status led continued of flash green. A test pedi-pak was inserted into the device and the device was manually power cycled. During the power up the adult patient prompt was given, this would confirm the reported fault. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to reed switch failure. The measurements taken during the investigation would indicate a failure of the reed switch. No pedi-pak was returned for investigation. The device was still capable of delivering therapy. Aha guidelines indicate that in a situation where a pedi-pak is not available or the user is unsure of the child patient's age an adult pad-pak can be used.